Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient woke up in the morning and the patient¿s partner noticed that the patient was flipping out from the bed and all of the sudden passed out. The partner didn't get the chance to check the cgm while patient was unconscious. There was no mention of alerts or alarms coming from the cgm during that time. The partner dialed 911. Upon arrival, emergency medical services (ems) came and took a fingerstick to check the bg which was reading 38 mg/dl; the cgm was not checked. Ems treated the patient with a glucagon injection and was then taken to the hospital. At the emergency room (ER), the nurse checked the bg which was 159 mg/dl while cgm was at 213 mg/dl. At the time of the report, the patient was in stable condition and was being monitored in the ER. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, patient's blood glucose were checked and it was found to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.